Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported moisture underneath the screen of the insulin pump. The customer stated that the trainer removed the reservoir and noticed insulin in the reservoir chamber. No further info was provided.